Event description:
Viaspan solution was used during heart transplant. Donor heart was flown from (B)(6). Pt and heart initially did well, but after surgery and transfer to cvicu, the heart failed and the pt had to be put on a balloon pump. This was an unanticipated result to the transplant based on the factors involved.